Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer failure and device not detected on bus. A field service engineer reseated the row board connections on both drawers and checked the other cabling. Rebooted the device and was able to successfully test functionality. The system functioned as intended as the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system not connected to bus on 4b. The customer stated that the malfunction was occurred when they trying to issue medication to patient and there was no delay in accessing medications. There were no adverse events or injuries reported based on this incident.